Manufacturer narrative:
The specified identity of the devices was confirmed and the devices were examined. Visual inspection revealed that the tip of one driver is fractured, while the tip of the second driver is not damaged of fractured. The drivers were hardness tested on eq-0479. They tested at 50.3 and 51.2 hrc, which meets the drawing's requirement of 48 hrc minimum. The device history record (DHR) was reviewed. (B)(4) was created for identifying parts failing ctqs. Parts were reworked and re-inspected. Parts were later accepted after the lot was found to be conforming to zimmer biomet specifications per the re-inspection results. There were no other nonconformances or temporary deviations associated with this lot. There are no indications of manufacturing issues which would have contributed to this event and the drivers were likely conforming when they left zimmer biomet¿s control. It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke. The surgeon was unable to advance or remove the screw, so he cut off the top of screw and left half of the screw shaft embedded within the bone. A screw was unable to be placed on this side at this level of the construct. The complaint is confirmed for one part. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Screwdriver tip or alignment block fracture, disassembly, or stripping can occur when the driver is over torqued or if there are mating or alignment issues with the screw where the torque is not transmitted adequately from the screwdriver to the screw.

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke.the surgeon was unable to advance or remove the screw, so he cut off the top of screw and left half of the screw shaft embedded within the bone. A screw was unable to be placed on this side at this level of the construct. There were no reported impacts associated with the screw shaft. This is report two of four for this event.

Manufacturer narrative:
Reference reports 3012447612-2019-00556 to 3012447612-2019-00558 and 3012447612-2019-00566. Additional information: b1, b2, and b5. Corrected information: h1 and h6: patient code(s).

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke. The surgeon was unable to advance or remove the screw, so he cut off the top of screw and left half of the screw shaft embedded within the bone. A screw was unable to be placed on this side at this level of the construct. There were no reported impacts associated with the screw shaft. This is report two of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00556 to 3012447612-2019-00558.

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke. The case was completed by cutting the screw out with a bit. There was no delay over thirty minutes and no reported patient impacts. This is report two of three.